Event description:
I had the essure implant device put in (B)(6) 2012, following after the procedure I had heavy bleeding constantly with a week in between. Pain constantly in my lower abdomen like sever cramps. I have suffered from migraines prior but they went from 4 a month to a daily migraine 6 out of 7 days a week. Constant fatigue, hair loss by the handful, I am now vitamin d, b-12, b-6 deficient. Ia have not been able to lose weight by any for since this procedure.